Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the vacuum nozzle knob needed to be replaced. The fse replaced the knob and mechanism checks were performed with no issue. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of an issue with the vacuum nozzle on a cobas 8000 ise 1800 module affecting sodium (na) results. Of the data provided for 26 patient samples, the results for 9 patient samples were discrepant. Patient 1 initial result was 141.7 mmol/l. The repeat result was 147 mmol/l. Patient 2 initial result was 140 mmol/l. The repeat result was 145.2 mmol/l. Patient 3 initial result was 134.3 mmol/l. The repeat result was 140.1 mmol/l. Patient 4 initial result was 140 mmol/l. The repeat result was 146.9 mmol/l. Patient 5 initial result was 140.4 mmol/l. The repeat result was 146.1 mmol/l. Patient 6 initial result was 141.5 mmol/l. The repeat result was 147.4 mmol/l. Patient 7 initial result was 133.6 mmol/l. The repeat result was 140.7 mmol/l. Patient 8 initial result was 139.5 mmol/l. The repeat result was 145.9 mmol/l. Patient 9 initial result was 140.4 mmol/l. The repeat result was 146.8 mmol/l. Following repeat testing, the initial results were corrected.